Event description:
The customer stated that the axsym ca 125 reagent lid is defective. A probe crash occurred due to this issue. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.